Manufacturer narrative:
Date of event is estimated date. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient was not having effective therapy approximately from (B)(6) 2019. To address this issue patient underwent surgical intervention where the ipg was replaced .

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Event description:
Effective therapy was restored.